Manufacturer narrative:
(B)(4). This report is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. From the data within the complaint information, the root cause was not identified. Labeling review found labeling to be adequate. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review cannot be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's (B)(4) and reported receiving a check patient line alarm on the homechoice machine during the initial drain. The patient stated that there is air in the patient line. The technical service representative (tsr) assisted the home patient (hp) with ending therapy. The hp will start over with new supplies. (B)(4) contacted the patient on (B)(6) 2011. According to the patient, he notified his nurse of this event. The patient stated he did not notice any holes or leaks in the supplies, only some fibrin in the drain bag. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.